Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 20 mg/ml hydromorphone at 0.999 mg/day and 500 mcg/ml baclofen (believed to be compounded) at 24.98 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that on (B)(6) 2016 multiple motor stalls and recoveries were identified in the pump's event logs. The stalls dated back to (B)(6) 2015. Most of the stalls were fairly short being less than a couple of hours. A volume discrepancy was also identified on (B)(6) 2016. The expected residual volume was ~9 ml and the actual residual volume was ~18 ml. No patient symptoms were reported. The health care provider decided to refill the pump and monitor the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.